Event description:
Litigation papers allege that the patient has suffered pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumours, bursitis, and bone erosion.**update** (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on disc 3 if needed for further review.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-03772; 1818910-2013-00511 will be rejected; 1818910-2012-03772 will be kept for investigation purposes.